Event description:
It was reported by the dealer that one red light and two green light runs for 30 mins and shuts down; rental unit, no patient ID. No patient injury reported, no additional information provided.